Event description:
Event description guidant received information that this ventricular lead required repositioning due to high thresholds and dislodgement. During the lead revision procedure, blood was noted throughout the atrial lead as well in both ports of the header of this device. The atrial lead and device were explanted, replaced and returned for analysis after four days of service.